Event description:
In 2008 - received email from reporter alleging that none of the bed functions were operating. At about three weeks later, received email from reporter stating that the new transformer (70918) has been installed, and the bed is now functioning properly.